Event description:
The manufacturer received information alleging a patient was smoking a cigarette while using an oxygen concentrator. The patient suffered burns to her hands and was treated at the hospital. The device is not returning to the manufacturer for evaluation. There was no allegation of device malfunction that caused or contributed to the event. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."

Manufacturer narrative:
The manufacturer previously reported a patient was smoking a cigarette while using an oxygen concentrator. The patient suffered burns to her hands and was treated at the hospital. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. The manufacturer confirmed there was no evidence of thermal damage to the device. There is no associated malfunction of the device to the reported event. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."